Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports of receiving a message on insulin pump stating "button pressed more that three minutes". Customer was not able to clear message. Customer's blood glucose was 164 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.